Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. The voluntary user medwatch number is mw5058885.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a vaginal suspension and paravaginal repair with mesh placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the bullet broke off after the physician attempted to place the capio arm on the left side of the patient. An exploration and x-ray was performed to locate the bullet however, it was not found. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.